Manufacturer narrative:
It was reported that the tubing separated from at the top of the pumping segment. One picture was taken by the customer that describes the location of the separation but does not verify the customer complaint. Due to no sample being received, a root cause could not be determined. A DHR was performed on the possible lots received: a device history record review for model 10010454 lot number 23125108 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 04dec2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 10010454 lot number 24025004 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 02feb2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
It was reported that bd alaris pump module smartsite low sorbing infusion set separated the following information was received by the initial reporter with the following verbatim: tubing came apart where pen in attached picture is pointing. Catalogue number - 10010454. Lot (10)23125108 or (10)24025004. Additional information received on (B)(6) 2024 was there any harm or delay in treatment due to this issue? Patient unharmed. Did cause a delay. Was there any spillage of medication? Yes. Could you please confirm to which lot does this product belongs to? Packaging was thrown out with contaminated set by evs. I was unable to get the specific lot, but it was from either lot (10)23125108 or (10)24025004.